Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise over-sensing. No intervention was performed. The patient experienced no consequences and will be continue to be monitored.

Event description:
Additional information received noted that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise over-sensing. The ra lead was reprogrammed. The patient was in stable condition.